Event description:
During product examination by a baxter service technician, a flo-gard infusion pump was found to have an f-49 alarm.  This pump was returned by the customer as an end of service device with no alleged deficiencies.  No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event.  The device was visually examined and functionally tested by a baxter technician. The cause of the f-49 alarm is unknown. An f-49 alarm is related to a malfunction of the real time clock (rtc) with abnormal rtc data. When this occurs it is recommended that the battery, and possibly the central processing unit (cpu) be replaced. The device will not be repaired.  If any additional relevant information is received, a supplemental report will be submitted.